Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt received an "ipg battery low, stim off" message on her programmer. The pt consulted with her physician who advised that the ipg be replaced. The surgery date is currently undetermined; no further info is available at this time.